Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
The caller reported that the hub has broken off from the shiley tracheostomy tube. The connection between the hub and the cannula broke where the disposable cannula would attach to the tracheostomy tube. The caller stated that this tracheostomy tube was discovered broken post insertion. The caller did not have any details about pre testing. The broken tracheostomy tube was left in the patient for approximately 2 days, then removed, and replaced with a new tracheostomy tube. No other information was available by the caller.